Event description:
It was reported that during the implant the helix of this lead did not extend, and the pace impedance measurements were out of range after helix extension. The lead was not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The pacing impedance high out of range allegations was not confirmed based on normal lead resistance measurements and passing inner insulation tested and inspection which showed no conductor issues. The helix difficult allegation was confirmed based on dried blood/fluid in the helix housing which prevented a direct test of the helix mechanism.

Event description:
It was reported that during the implant the helix of this lead did not extend, and the pace impedance measurements were out of range after helix extension. The lead was not used and was expected to be returned. No adverse patient effects were reported.